Manufacturer narrative:
Not returned. Event conclusion: the model and serial number of the lead involved were provided to guidant, and have been linked to this event for trending purpose. This info will be provided to FDA during the next submission. Should add'l info be obtained, this event will be updated.

Event description:
Event description: guidant received info that a guidant transvenous lead dislodged post implant of this implantable cardioverter defibrillator (ICD) and lead system. This observation was made approx two years ago, during a study. At that time, the physician elected to reposition the lead, which was performed without reported complication. As of today, the model and serial number of the lead has not been provided to guidant, and guidant is attempting to obtain this info. However, there have been no reported pt symptoms associated with this clinical observation.